Manufacturer narrative:
This report is submitted on april 05, 2017. (B)(4).

Event description:
It was reported that the patient developed an infection at the abutment site in (B)(6) 2016. Cultures were taken and confirmed a staphylococcus infection, subsequently the patient was treated with topical antibiotics (duration not reported). In (B)(6) 2016, the patient developed another infection. Subsequently the patient was prescribed oral and topical antibiotics (duration not reported). The infection has reported to have improved and clinical management of the patient is ongoing.